Manufacturer narrative:
This complaint is no longer reportable. Due to the additional information the needle only went through the inner shield therefore there was no sterile breach and cannula crimped or bent is not a reportable malfunction. The following fields have been updated due to the additional information. Describe event or problem: it was reported with the use of the bd¿ insulin pen needle there was an issue with needle through inner shield. Device codes: 2981.

Event description:
It was reported with the use of the bd¿ insulin pen needle there was an issue with needle through inner shield.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ insulin pen needle there was an issue with needle broken npe.